Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain in female"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: date: (B)(6) 2020 (as per mr): procedure: pelvic examination under anesthesia total laparoscopic hysterectomy, bilateral salpingectomy, removal of bilateral essure contraceptive device possible left versus right oophorectomy left versus right versus bilateral ovarian cystectomy lysis of adhesions exploratory laparotomy cystoscopy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain in female"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: date: (B)(6) 2020 (as per mr): procedure: pelvic examination under anesthesia total laparoscopic hysterectomy, bilateral salpingectomy, removal of bilateral essure contraceptive device possible left versus right oophorectomy left versus right versus bilateral ovarian cystectomy lysis of adhesions exploratory laparotomy cystoscopy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.